Event description:
It was reported that during an unknown procedure, while using the skin stapler during surgery, it was found the staples were not closing. A second product was opened to complete. There was no pt consequence. One device will be returned.